Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified, de novo lesion in the mid right coronary artery (rca). A 3.5x38mm xience xpedition stent delivery system (sds) was advanced but would not cross the lesion after repeated attempts as the vessel was very calcified, and the proximal shaft was noted to be broken [separated] in two pieces outside of the patient anatomy. The sds was simply withdrawn from the patient anatomy without issue, and another same size xience xpedition was used successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. The investigation determined the difficulties appear to be related to challenging anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.